Event description:
A malfunction alarm was reported. The incident did not adversely affect the customer's blood glucose level. A replacement pump was provided to the customer to maintain uninterrupted insulin delivery.